Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the inner conductor coil approx. 17 cm distal to the df4 connector pin. Based on the symptoms, it is reasonable to assume that interaction with the ICD housing contributed to this observation. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported intermittent high shock impedance. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - intermittent high shock impedance one month after implantation detected over home monitoring and confirmed during follow up in the hospital. We could reproduce the high impedance measurements during follow up. No artifacts could be seen at the same time in the far-field electrogram. The x-ray did not reveal any abnormalities. During explant we verified that the df-4 pin had been fully inserted in the connector block during implantation and the set screw was tight. No adverse patient side effects were reported. This device was returned for analysis.